Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. If additional information is received a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a connection issue, which occurred on the homechoice (hc) during use. The home patient (hp) described the end of the patient line and even followed it back to the cassette door and it was the bottom line but the hp stated that it would not connect to the transfer set. After asking, the hp stated that the patient line had been exposed to air for a while when trying to connect and figure out if it was the last one. The baxter technical service representative (tsr) explained that the supplies were compromised and advised the hp to start over with new supplies. The hp stated they were unable to start over and the tsr advised the hp to call the registered nurse (rn) and inform her of any missed therapy. The hp understood the explanation and would call the rn. The hc was okay. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient and she said that there was nothing wrong with the supplies that day. She said it was her that caused the trouble as she brought in the supplies to her clinic and it turned out that she was not connecting the patient line to the transfer set correctly. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.